Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2011; 4296 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.